Event description:
The patient's father reported patient was admitted to the hospital for 8 weeks and the physicians had difficulty with regulation of his baclofen. The patient had been doing well prior to pump replacement. It was unknown how much drug the patient was actually receiving due to a fracture near the connection of the catheter and pump. The hcp prophylactically decreased the previous dose of lioresal from 825 mcg/day. The patient was sent to the floor postoperatively and became sleepy; he was then transferred to the picu and was intubated and provided supportive care with dose titration until responsive. He was subsequently extubated and was sent for rehabilitation and strengthening. He was then discharged to home and is currently on a dose of 180 mcg/day with plans to increase to 200-210 mcg/day at the next refill. The hcp reported that he has recovered without sequela and is receiving improved therapy with the new pump.